Manufacturer narrative:
A test p-cap and reservoir locks into place inside the reservoir compartment properly. Device was received with the operating currents within specification. And passed the functional testing including self test, a21 error test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, displacement test, and the delivery accuracy test at 0.08715 inches. Rewind functioned properly and the device primed properly. No unexpected rewind anomaly, prime/fill anomaly, motor noise, or a33 alarms noted during testing. Device was monitored and no unexpected low battery alarms noted. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump occasionally during prime insulin was squirt out rather than slow drip. Customer's blood glucose level was unknown. Customer also stated that the motor had whizzing sound during prime and rewind was slower. It was reported that insulin pump rejected the new battery. The insulin pump will not be returned for analysis.